Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gonging alarms, damaged connector) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable connector was cracked and the connector tabs were broken, preventing the monitor from securely latching to a monitor. The root cause for the open wire and damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connector and was producing check belt messages.